Event description:
The customer reported a communication failure error; the field engineer noted that the customer had to reboot to restore system functionality. This was most likely a lock up situation. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on system power supply was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.